Event description:
Additional information provided by the customer on december 21, 2023, stating the event occurred during compounding - while preparing to attach a vial to the device. There was no patient involvement and no human harm reported.

Manufacturer narrative:
A single vb-20 rio drug reconstitution transfer device was returned with an occlusion confirmed in the fluid path typical of a broken core pin. The cavity was noted as 5d. The probable cause of the occlusion is typical of a broken core pin during molding. Device history was reviewed a non-conformance was identified which was potentially related to the product problem.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is received a follow up report will be sent.

Event description:
The event occurred on an unspecified date and involved a rio¿ drug reconstitution transfer device where it was reported that the rio was having no fluid pathway. The picture provided showed it looked like the spike was solid. There was unknown patient involvement and unknown human harm reported.